Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a button error alarm on his insulin pump, after it may have been submerged in water. The customer was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 50 mg/dl. Nothing further was reported.

Manufacturer narrative:
Insulin pump had a button error alarm due to moisture damage on keypad traces. Insulin pump had moisture damage on electronics. Insulin pump received with minor scratches on display window, scratches on case and cracked reservoir tube lip.